Manufacturer narrative:
Correction to h3, from none selected to yes as device has been evaluated.

Event description:
The patient's legal guardian reported on behalf of the patient that their blood glucose (bg) level reached 18.1 mmol/l (326 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly caused pain during insertion and wear. As treatment, a new pod was applied.

Manufacturer narrative:
The hard needle and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined. The exposed portion of the soft cannula was observed to be flattened and stretched. Due to flattening of the soft cannula, it measured longer than specification. Though the soft cannula was stretched, fluid flowed through the complete fluid path with no issues. The exact timing and cause of the soft cannula damage could not be determined. The damaged soft cannula did not contribute towards the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.